Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical insulin pump error and insulin pump was broken. Customer reported that they received open book image on the insulin pump screen. It was stated that when customer got out of the bath tub insulin pump started beeping. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. Attempt to download using crest was successful; however, attempt to upload using thus was partially successful. Unable to completely upload the detail trace due to the open book reappearing during upload. The long trace file confirms pump error 63 (variableinfo = 9) due to a software anomaly, pump error 3 due to a hardware anomaly, and finally pump error 40 also due to a hardware anomaly. After visual inspection, there is corrosion on/around the following: terminal of the keypad flex cable; electrical board 1, electrical board 2, terminal of the lcd flex cable. In summary, the critical pump error (open book image) alarm, the inability to upload completely, and the pump errors 63, 3, and 40 are due to a combination of moisture damage, software errors, and hardware errors. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case near the corner of belt clip rails.